Manufacturer narrative:
Submit date: 05/01/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that the raytec is falling apart.

Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be made. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. A review of calibration and maintenance records could not be performed as no lot number was provided. As a product analysis could not be completed it is not possible to confirm if a failure contributed to the reportable event. The exact root cause of the reported condition could not be determined without an actual sample to examine. A fishbone was conducted for this investigation to determine possible root causes. The most likely root cause is poor weaving that caused ends to be missing in the gauze. A formal investigation action is not being taken to address this condition as it does not reach the trigger level for a formal corrective and preventative action and remains unconfirmed. This information will be utilized for trending purposes to determine the need for corrective actions. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. If information is provided in the future, a supplemental report will be issued.